Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose and sensor reading discrepancies. It was stated that the customer's blood glucose level at the time of the incident was 32 mg/dl, but the sensor glucose was reading 100. They also had calibration issues. Blood glucose at the time of the call was 106 mg/dl and the sensor reading was 151. Troubleshooting was performed and they were advised about the proper insertion and calibration process. The insulin pump will not be returned for analysis.